Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's right atrial (ra) lead had a possible fracture as evidenced by high impedance and high thresholds. This event occurred a year ago and was not seen until recently as the patient had been lost to follow-up. The patient's device was reprogrammed and the ra lead remains in use. The patient's physician will determine if monitoring or ra lead replacement is the next step. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.